Event description:
It was reported that the implantable neurostimulator was "going high then low then high." Add'l info has been requested, a f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4).